Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown, seroma, and patient concern with the product.

Event description:
Patient relative reported left side "capsular contractions and fluid" and patient concern with the product. Device remains implanted. Manufacturer of device is unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "calcified material stuck to shell implant." Device has been explanted.

Event description:
Additionally, patient reported "hard as a rock." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.